Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in taiwan reported multiple erroneous patient sample results were generated for multiple analytes on their au5800 chemistry analyzer. There was no report of change to patient treatment and no injuries associated with the event. The erroneous results were not released out of the laboratory. The customer provided data; however, the customer did not provide instrument printouts of the patient results and did not specify the number of patients affected.